Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: pre-procedure, the patient had presented with elevated troponin level. Immediately post-implantation of the 4.0x16 jostent graftmaster otw covered stent system, patient experienced hypotension, then went into cardiac arrest. The patient was treated via administration of intravenous epinephrine, cardiopulmonary resuscitation, intubation, pericardiocentesis, open heart massage, and an intra-aortic balloon pump (iabp). Cardiac arrest was the ultimate cause of death. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of death and hypotension are a known adverse event as listed in the graft master otw instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure, a 4.0x16 jostent graftmaster otw was advanced to treat an existing free perforation in the proximal left anterior descending coronary artery. The jostent graftmaster otw stent was deployed at 12 atmospheres, completely sealing the free perforation. Though the jostent graftmaster otw reportedly did not cause additional complications or adverse events, and completely sealed the perforation, the existing perforation ultimately resulted in cardiac tamponade and the patient subsequently expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.